Event description:
It was reported the colonovideoscope produced striped vision and no images. The issue as found during the setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e226 and foreign material was discovered on the air / water cylinder (tube). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding to the noisy image, no image and scope error (error e226) issues reported, the cause was traced to corrosion on the scope connector. Regarding the foreign material found on the air / water cylinder (tube), the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.